Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by biomed personnel that the patient underwent a pump exchange due to thrombus.

Manufacturer narrative:
The MFR is attempting to acquire the device for further evaluation. No information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.